Event description:
In 01/2006 the lay user/patient contacted lifescan alleging that the one touch ultramsmart was reading inaccurately high and was taking longer to display the result. Throughout most of the day the pt was "in control" with her blood and reported that she did not do anything or eat anything out of the ordinary. Around 3 pm, the pt started to develop low blood sugar symptoms (headaches) and turned off her insulin pump a couple of times. The pt had some soda and tested her blood sugar between 3-4:30 pm and got "546 mg/dl" on her meter. The pt reported that she has not had a high reading for years and was concerned; however, her spouse gave the pt 6 units of novolog based on the meter reading. The pt's spouse told her that she was incoherent and vomiting sometime after taking the insulin. The emergency services were contacted and arrived around 4-4:30pm. By this time the pt was "out of it" and was treated with dextrose via IV for hypoglycemia. The paramedics tested her blood surgar 3 times during their 30-45 minute stay but the pt only recalled her last reading, which was around 150 mg/dl on their meter. The customer care advocate verified the following: themeter was set up correctly, the pt was using proper testing techniques, and the test strips were in good condition. However, the quality control test was not run due to unavailable control solution. The meter, test strips and control soluiton were replaced. This complaint is being reported because the pt obtained a relatively high blood glucose reading, took insulin based on the meter reading and eventually required medical treatment for hypoglycemia.